Manufacturer narrative:
Additional information and the return of the device has been requested. Without a lot number, the device history records review could not be completed. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated only in patients with disease at one level from c3-c7. The safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported that a two-level patient was revised due to osteolysis. It is unknown if either device malfunctioned.